Event description:
During the procedure, the balloon became dislodged from the end of the catheter. The balloon was successfully retrieved. The patient did have tia symptoms. He was sent to cos for continued monitoring, symptoms began to resolve. Neurology evaluated the patient and determined that the symptoms had resolved, and there were no neuro deficits. The pt was admitted as planned, was monitored, and subsequently discharged the next day.